Event description:
It was reported that blood leaked from the bd vacutainer® push button blood collection set with pre-attached holder hub during use and got onto the phlebotomist's gloves and patient's bedding. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "blood is leaking from the white hub where the holder attaches during use. It is often not noticed until the collector's gloves are covered in blood or it pools in the patient's bedding."

Manufacturer narrative:
H.6. Investigation summary: bd received samples, photos, and a video from the customer facility for investigation. The sample, photos, and video were evaluated and the customer's indicated failure mode for tubing leakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 1396080. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see section h.10.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fmi. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the bd vacutainer® push button blood collection set with pre-attached holder hub during use and got onto the phlebotomist's gloves and patient's bedding. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "blood is leaking from the white hub where the holder attaches during use. It is often not noticed until the collector's gloves are covered in blood or it pools in the patient's bedding."